Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow-up and it was discovered that the left ventricular lead exhibited high capture thresholds. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced. The patient's condition during and post procedure was fine.